Manufacturer narrative:
The information being reported was found in a journal article titled "the outcome of total hip replacement in obese and non-obese patients at (B)(6)". J bone joint surg 2006;88-b(10):1286-1292. Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. (B)(4).

Event description:
Information was received based on a review of a journal article referencing a retrospective study of total hip procedures that took place between (B)(6) 1983 and (B)(6) 1987 utilizing taperloc femoral stems. The article indicated that a revision occurred due to loosening secondary to intraoperative fracture of the proximal femur. The femoral stem was removed and replaced. No further information has been provided to date.